Event description:
It was reported a patient experienced a break in aseptic technique, further described as patient made mistake and touch contamination, which caused peritonitis. Three weeks after the onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, pd therapy was withdrawn. The patient was recovering from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.